Event description:
A potential heart transplant patient being maintained with the impella 5.5 left ventricular assist device (lvad). Rn had found a clear collection of fluid on patient abdomen from an unknown source. Further investigation lead to the discovery that the fluid had been leaking from the impella specifically from the "red impella plug" component proximal to the patient. The fluid on abdomen likely was the heparinized impella purge solution. The cardiothoracic intensive care unit (cticu) team, ventricular assist device (vad) team, and impella device representative had all been contacted regarding this finding. The impella device representative, explained how the leaking fluid would eventually lead to the total failure of the pump. This finding significantly alters the plan for patient care as the focus shifted to evaluating patient tolerance of imminent device removal. Furthermore, patient will likely go to or and other therapies will have to be considered. The most concerning detail of this event is how there had been tegaderm (transparent film dressing) wrapped around the "red impella plug" component which was partially containing the leak from the device. It is not known who had initially placed the tegaderm but the leak from the device has likely been occurring for an indiscriminate amount of time.

Event description:
A potential heart transplant patient being maintained with the impella 5.5 left ventricular assist device (lvad). Rn had found a clear collection of fluid on patient abdomen from an unknown source. Further investigation lead to the discovery that the fluid had been leaking from the impella specifically from the "red impella plug" component proximal to the patient. The fluid on abdomen likely was the heparinized impella purge solution. The cardiothoracic intensive care unit (cticu) team, ventricular assist device (vad) team, and impella device representative had all been contacted regarding this finding. The impella device representative, explained how the leaking fluid would eventually lead to the total failure of the pump. This finding significantly alters the plan for patient care as the focus shifted to evaluating patient tolerance of imminent device removal. Furthermore, patient will likely go to or and other therapies will have to be considered. The most concerning detail of this event is how there had been tegaderm (transparent film dressing) wrapped around the "red impella plug" component which was partially containing the leak from the device. It is not known who had initially placed the tegaderm but the leak from the device has likely been occurring for an indiscriminate amount of time.

Event description:
A potential heart transplant patient being maintained with the impella 5.5 left ventricular assist device (lvad). Rn had found a clear collection of fluid on patient abdomen from an unknown source. Further investigation lead to the discovery that the fluid had been leaking from the impella specifically from the "red impella plug" component proximal to the patient. The fluid on abdomen likely was the heparinized impella purge solution. The cardiothoracic intensive care unit (cticu) team, ventricular assist device (vad) team, and impella device representative had all been contacted regarding this finding. The impella device representative, explained how the leaking fluid would eventually lead to the total failure of the pump. This finding significantly alters the plan for patient care as the focus shifted to evaluating patient tolerance of imminent device removal. Furthermore, patient will likely go to or and other therapies will have to be considered. The most concerning detail of this event is how there had been tegaderm (transparent film dressing) wrapped around the "red impella plug" component which was partially containing the leak from the device. It is not known who had initially placed the tegaderm but the leak from the device has likely been occurring for an indiscriminate amount of time.